Event description:
During a surgical procedure at the user facility, the device experienced leakage issues. This type of event could result in systemic exposure to local anesthetic if it should recur during a bier block procedure. No injuries or adverse consequences were known by the initial reporter.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a root cause could not be determined for the event. Device not returned for evaluation.

Event description:
During a surgical procedure at the user facility, the device experienced leakage issues. This type of event could result in systemic exposure to local anesthetic if it should recur during a bier block procedure. No injuries or adverse consequences were known by the initial reporter.

Manufacturer narrative:
Device was returned for evaluation. Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
During a surgical procedure at the user facility, the device experienced leakage issues. This type of event could result in systemic exposure to local anesthetic if it should recur during a bier block procedure. No injuries or adverse consequences were known by the initial reporter.